Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer alleges the powerchair suddenly sped up and ran her against a cabinet in her home, causing her to sustain a laceration and requiring medical care.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. : attorney represented.

Event description:
Customer alleges the power chair suddenly sped up and ran her against a cabinet in her home, causing her to sustain a laceration and requiring medical care.

Manufacturer narrative:
The case was dismissed. Attorney represented.

Event description:
Customer alleges the powerchair suddenly sped up and ran her against a cabinet in her home, causing her to sustain a laceration and requiring medical care.